Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Device evaluation: 1 x evo-fc-10-11-8-b of lot number: c1396426 was returned to cirl for evaluation opened without its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 26th august 2019. The returned device lab findings and observations can be referred through the attached files. The flexor was seen to be kinked. Handle was actuating fine but unable to deploy stent. Handle was opened in lab and flexor was seen to be broken at the shuttle cap. Stent was manually deployed and seen to be fine. Stent was partially deployed on return of the device. As per cirl engineering feedback: ¿the kink may be evidence that during use it was held in a more tortuous position that cause the greater resistance experienced that cause the break in the flexor¿. Zip port was seen to be damaged and polyimide kinked, an additional complaint has been raised to address these issues, (B)(4). Image review: n/a. Document review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number: c1396426 did not reveal any discrepancies that could have contributed to this issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1396426. The instructions for use which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause of failure could be attributed to torturous anatomy. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/ compressed' and "deployment issue that results in the exposed stent removed from the patient with the delivery system'. The customer would like to deploy the stent but it was not possible.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. The investigation is still pending, a follow up MDR will be submitted including the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/ compressed' and "deployment issue that results in the exposed stent removed from the patient with the delivery system'. The customer would like to deploy the stent but it was not possible.

Manufacturer narrative:
This correction report is being submitted to update just the below section of the investigation - root cause review. This does not change the reportability of this event and FDA MDR reporting is still required as event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/ compressed' and "deployment issue that results in the exposed stent removed from the patient with the delivery system'. No adverse effects to the patient have been reported as occurring. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause of failure could be attributed to torturous anatomy. The kink may be evidence that during use it was held in a more tortuous position that caused the greater resistance experienced which caused the break in the flexor. It is possible that the polyimide then became kinked during handling of the device on removal as the stent was partially deployed and the polyimide was exposed making it possible to become kinked. It is also likely that the damage to the zip port may have been caused in a similar manner or it is also possible that both became damaged on return. There was no issue tracking the wireguide through the device or advancing or retracting the device to/from the target location which would indicate that the damage to the zip port & polyimide did not occur until after the procedure or possibly late on removal of the device, there was no impact on functionality due to this damage observed.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/ compressed' and "deployment issue that results in the exposed stent removed from the patient with the delivery system'. The customer would like to deploy the stent but it was not possible. This is a correction report being sent to update the root cause. This does not change the reportability of this event and FDA MDR reporting is still required as event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/ compressed' and "deployment issue that results in the exposed stent removed from the patient with the delivery system'. No adverse effects to the patient have been reported as occurring.